Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite® tapered certain® implant 3.25 x 11.5mm (xifnt3211) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. However, the customer has returned an x-ray of the implant within the surgical site. From this image, it can be seen that the collar of the implant is sheared off. No pre-existing conditions were noted on the per. The reported product was located on tooth 20 and used for an unknown period of time prior to fracture. Device history record review was completed for the subject lot number 2012080127. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2012080127) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant fracture. Fractured part remains in patient's mouth and won't be removed.